Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were reported to the device. According to the complainant, on february 8, 2017 the physician reported that the patient was hospitalized due to experiencing eosinophilia (exact date not reported). The patient was treated with a systemic steroid for the eosinophilia and remained hospitalized. On (B)(6) 2017, the physician reported that there were no digestive complications of eosinophilic granulomatosis with polyangiitis (egpa). Additionally, the physician suspected vasculitis, although this was not a confirmed diagnosis. In the physician¿s assessment, it is unknown if the eosinophilia is related to the patient¿s bt treatment. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 18, 2017. Patient's third bt procedure was performed as part of the (B)(6) study. Patient was hospitalized from (B)(6) 2017 for the bt procedure. Event onset date reported as (B)(6) 2017. Event resolution date reported as (B)(6) 2017. Patient condition reported as 'remission'.

Manufacturer narrative:
The exact age of the patient was not reported, however, the patient was reported to be over the age of 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were reported to the device. According to the complainant, on february 8, 2017 the physician reported that the patient was hospitalized due to experiencing eosinophilia (exact date not reported). The patient was treated with a systemic steroid for the eosinophilia and remained hospitalized. On february 14, 2017 the physician reported that there were no digestive complications of eosinophilic granulomatosis with polyangiitis (egpa). Additionally, the physician suspected vasculitis, although this was not a confirmed diagnosis. In the physician¿s assessment, it is unknown if the eosinophilia is related to the patient¿s bt treatment. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.